Event description:
Revision surgery - the patient had modular neck dissociation.

Manufacturer narrative:
On (B)(4) 2012 an agent reported that a revision surgery was performed due to modular neck dissociation. The original surgery was performed on or about (B)(6) 2007, meaning the components had been in-vivo approximately five years and two months at the time of the dissociation. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed two modular neck parts were scrapped during the lathe operation due to non-conforming dimensions. This operation creates the non-cerasive taper and the scallops. There were no non-conforming material reports associated with the incident modular neck lot. All critical dimensions and specifications were met for the eight released parts. A review of the product complaint report history shows there is two prior complaints against the modular neck for dissociation and stability. This is the first complaint for this lot number. The root cause for the revision surgery is dissociation. Because no components were returned, a definitive root cause cannot be determined. Factors that can contribute to dissociation include: trauma, component positioning, excessive physical activity, inadequate impaction force, and blood/fluid/debris on the taper surfaces prior to impaction. There are no indications of a product or process issue affecting implant safety or effectiveness.